Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer loaded would reload the cartridge or load new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.